Manufacturer narrative:
Citation: levack mm et al. Prevalence of and risk factors for permanent pacemaker implantation after aortic valve replacement. Ann thorac surg. 2019 sep;108(3):700-707. Doi: 10.1016/j.athoracsur.2019.03.056. Epub 2019 apr 26. Presented at the sixty-fifth annual meeting of the southern thoracic surgical association, amelia island, fl, nov 7-10, 2018. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of and preprocedural risk factors for new permanent pacemakers following surgical (savr) and transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2006 and january 2017. The overall study population included 7,099 patients (predominantly male; mean age 75 years). Of these, 5,807 underwent savr and 1,292 underwent tavr; 67 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all corevalve patients, adverse events included: 20 cases of new permanent pacemaker implantation after tavr (in-hospital or within 30 days post implant). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.